Event description:
The user facility appears to be experiencing a recurring problem with the ins-8800 and ins-8601 devices. The regional manager contacted technical service reporting an incident in which the bag fell to the floor because the punches were breaking. As a result, the patient drained 50 cc's of csf (the body only has 150 cc's). The punches were not punched all the way through. Additional complications were avoided because the stopcock prevented further drainage.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.